Event description:
It was reported that the system 9800 locked up at the end of a procedure and would not save images. It was further reported that the system 9800 made a loud "popping" sound prior to the lock up. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was determined that the video would become distorted when the interconnect cable was flexed into certain positions. The cable was replaced. The system was tested and found to be working as intended and placed back into service.